Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the data presented in the aged article reported, on the imhs group, 2 patients had the distal locking screws removed after two or three months to allow fracture impaction. This procedure was not scheduled on a routine basis. The article did not provide insight or relevance to current clinical outcomes for the product/device. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to procedural/user error, surgical complication or patient medical history. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
On the literature article name "intramedullary fixation of high subtrochanteric femoral fractures: a study comparing two implant designs, the gamma nail and the intramedullary hip screw", it was reported that, on the imhs group, 2 patients had the distal locking screws removed after two or three months to allow fracture impaction. This procedure was not scheduled on a routine basis. Patients outcome is unknown.